Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient presented to their first post operation appointment, and the manufacturer representative was programming the patient and was going to run impedances prior to programming the patient. An impedance check showed electrodes 4 and 5 were shorted out (displayed orange) and the tablet therapy application was displaying ¿avoid using 4 & 5 for programming.¿ electrodes 4 and 5 measured at 20 ohms and the rest of the values were between 590 to 700 ohms, so it was suggested that the manufacturer representative avoid using electrodes 4 and 5 in programming. They were unable to obtain connection between the implantable neurostimulator and the charger, and it was noted that the implantable neurostimulator was tilted in the pocket, so the health care provider was going to perform a pocket revision after the incision from the original implant procedure has healed. The issue was not resolved at the time of the report; however, a surgical intervention was planned, but not yet scheduled. There were no further complications reported or anticipated.